Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed without any problem and a balloon pinhole was noted. The procedure was completed with another of same device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.